Event description:
It was reported that during a lap chole procedure, the device locked out and would not fire. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Damaged anti-backup. Evaluation summary: the analysis results for the el5ml instrument confirmed that it was non-functional. The instrument was cycled and it formed 11 clips conforming, however 2 clips were malformed due to the anti-backup being non-functional. Upon disassembly the ratchet pawl was found to be worn out, causing the anti-backup failure. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed, and no anomalies were found during the manufacturing process.